Manufacturer narrative:
The customer reported that a replacement battery resolved the issue. The battery was low and after the customer replaced the battery with a known good battery, the device passed all testing. There is no fault found with the device. The battery was low. The device performed according to specifications. (B)(4).

Event description:
The user is questioning the "no shock advised" notification given during deployment and reporting a low battery warning. The patient did not survive.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.